Event description:
Product analysis of the generator was completed. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated a vns patient was having increased seizures and vns device protrusion following an automobile accident that occurred on (B)(6) 2012. The patient is thin-framed per the reporter and it was desired to replace the vns generator with a smaller model. The patient had prophylactic generator replacement performed on (B)(6) 2012 with a smaller model 103 generator. The explanted vns generator has been returned and is pending analysis. Attempts for further information from the treating neurologist are in progress.